Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer performed a supply change to resolve the issue. Customer's blood glucose level was 323-360 mg/dl.